Manufacturer narrative:
Submit date: 09/09/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer states the unit has a burning smell. There were no visible signs of thermal damage to the unit. No patient harm. The unit was evaluated by service on 08/24/2016. It was discovered that there was internal burning in the unit. Components on the board were burnt.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit has a burning smell. The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.